Event description:
The dealer states that the device, at power up will run for 5 minutes, and then goes red light alarm. The device is also making an audible alarm, and then shuts down. The dealer states the unit had only 7 hours on it. No further information is available.